Event description:
Per information provided: on (B)(6) 2020 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of phasix plug and patch (device 1 and 2). Per op notes, "an incision was made in the left inguinal region. The cord structures and a direct hernia sac were identified and dissected. The hernia sac incarcerated with omentum was reduced. The hernia was extended to the scrotum. The hernia contents were reduced. The sac was dissected away from the scrotum. Small portion vas was excised. The ilioinguinal nerve also excised. The hernia sac was excised and removed. Two phasix plug and patch (device 1 and 2) were placed and sutured." On (B)(6) 2023 - patient visited hospital due to left side abdominal and groin pain thereby provided with medications. Per follow-up notes, "patient presented today for concern regarding left inguinal and abdominal pain since he had left inguinal hernia surgery in 2020. Patient states that last one month had an increase in pain in the left groin. Worsening symptoms with walking, lifting, standing. Denies bowel changes or urinary symptoms thereby patient was provided with pain medications."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the phasix plug (device 2). An additional supplemental emdr was submitted to represent the phasix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.